Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an ophthalmic membrane scraper was difficult to insert through the entry trocar during vitrectomy surgery resulting in the loop portion detaching from the device into the patient's eye. The detached loop was detected and removed from the patient's eye during the procedure. An alternate scraper was obtained in order to complete the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that there was no impact to the patient.